Event description:
The technician alleged the bed would still move when the brake pedal was in the brake position. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.